Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and no longer holding a charge. The patients ipg was replaced and will not be returned. The patient was doing will postoperatively with adequate coverage.